Event description:
The pt reported, he woke up this morning with an elevated blood glucose reading of 208 mg/dl, which he treated by bolusing 10 units of insulin to cover his breakfast and the correction bolus. He said when he took his reading a few hours later, his reading was 500 mg/dl. The pt stated, he immediately set a temporary basal rate increase and performed a bolus. He said his current blood glucose is 401 mg/dl. To troubleshoot, the pt was instructed to change his insulin cartridge and infusion headset and tubing. The pt was unable to check for air bubbles due to his vision impairment. He stated, his infusion device has not displayed any error codes or messages. On follow up with the pt, he stated he is continuing to have elevated blood glucose readings. He said his readings today ranged from 239-403 mg/dl. He said, he has taken extra insulin all day and has not been able to lower his levels. He stated, his basal rates were adjusted 6 months ago and he has had 2 training sessions. He said, he has not discussed his elevated readings with a health professional. On further follow up, the pt stated he continues to have elevated blood glucose concerns even though this is his third infusion device. A request was sent to the pt's trainer to contact the pt. The pt was also advised to contact his health professional. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.